Event description:
It was reported that there was a discrepancy regarding power on reset status of an implanted pacemaker as gathered via trans-telephonic and in-office monitoring. No patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.